Event description:
A customer contacted beckman coulter (bec) to report that the hemoglobin (hgb) lyse volume was depleting quickly on a coulter act 5 diff autoloader instrument. Per customer, the bottle of lyse was replaced the morning of the event and a puddle of fluid was observed on the counter under the right side of the instrument during troubleshooting. The volume of the fluid was 200 ml. The customer was wearing personal protective equipment (ppe) including a lab coat, gloves and face shield at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a crack in the syringe for the hgb lyse reagent. Fse replaced the reagent syringe that resolved the leak. The cause of the leak was a crack in the syringe for the hgb lyse reagent. (B)(4).